Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 20 mmol/l (360 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula was bent. As treatment for the hyperglycemia, a manual injection was administered and a new pod was applied.